Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced severe low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as feeling faint. The customer was wearing the insulin pump during the incident. The customer stated their pump had alerted them that delivery was suspended, but they believe the pump kept administering insulin during the suspend. The customer reported erratic sensor readings and broken belt clips. Troubleshooting was completed and the pump passed a self test. The insulin pump will be returned for analysis.